Manufacturer narrative:
No product is expected to be returned as this issue was reported on a social media post and the person and the facility that reported the incident are unknown. A review of the site's complaint history shows this complaint is related to patient identifier 838889 (capturing the other occurrence). A review of the provided image was performed by a regulatory post market surveillance analyst and is consistent with the alleged complaint that a piece of the cannula seal broke. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure the inner silicone portion of the cannula seal broke off mid-case and ended up inside of the patient, per a social media post. The information provided by the initial reporter is the extent of the information available. According to the social media post, the reported incident occurred twice.